Event description:
It was reported that the customer went to the hospital due to an elevated blood glucose (bg) level (over 360 mg/dl) and vomiting. While in the hospital, the customer was treated with tresiba insulin, and the pump was removed to treat the bg. The root cause for the reported issue is unknown. Further details and nature of the hospitalization were not provided. The customer declined to provide further information regarding the event.